Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: pt was implanted on an unk date with pfna nail. It was discovered on an unk date the nail was broken. Pt was returned to the operating room on an unk date and the hardware was removed. It is not known if the pt was implanted with any new hardware. No further info is available.

Event description:
After further review of the file, the blade and bolt were added to this complaint based on patient having pseudoarthrosis. This is 1 of 3 reports for this event.

Manufacturer narrative:
The manufacturing and raw material papers were reviewed and passed specification. All measurable features met specification. The device was examined by a sem, scanning electron microscope. The initial fracture zone showed a pattern of ripples or fatigue striations. The findings indicate the pfna failure was caused by fatigue and overload, torsion and dynamic bending. A failure from either a material defect or the manufacturing process can be excluded. Correction information received from synthes (B)(4).

Manufacturer narrative:
Mfg documents were reviewed and no complaint related issues were found. The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.